Event description:
It was reported that during preparations for a farapulse procedure to treat atrial fibrillation, visible air bubbles were observed in the shaft of a faradrive steerable sheath coming through the valve while manual flushing of the sheath occurred. No air was observed in the patient. Only a farawave catheter had been inside the sheath at the time the air was observed. The sheath was replaced with a similar device, and the procedure was completed. No patient complications have been reported. The product is not expected to return as it was contaminated.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the faradrive sheath device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during preparations for a farapulse procedure to treat atrial fibrillation, visible air bubbles were observed in the shaft of a faradrive steerable sheath coming through the valve while manual flushing of the sheath occurred. No air was observed in the patient. Only a farawave catheter had been inside the sheath at the time the air was observed. The sheath was replaced with a similar device, and the procedure was completed. No patient complications have been reported. The product is not expected to return as it was contaminated.